Manufacturer narrative:
Block b3: exact date unknown, event occurred two days ago from the date manufacturer became aware of the event. Investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient received the elective replacement message on the remote control. It was also noted that the patient had multiple program optimizations and preferred feeling a very strong paresthesia. Thus, the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced with a rechargeable device. No device malfunction was suspected. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.